Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 3006705815-2017-01134. It was reported the patient was undergoing a trial procedure and began experiencing fever and chills and went to the ER. The patient was hospitalized and administered IV antibiotics and discharged and was feeling better. The patient was seen on (B)(6) 2017 in the physicians office where the patient was prescribed antibiotics and the fever and chills have resolved.